Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. There was no perforation and no change noted in chest x-ray. The physician suspected micro-dislodgement. In addition, it was noted that the r-waves was slightly diminished. The lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. There was no perforation and no change noted in chest x-ray. The physician suspected micro-dislodgement. In addition, it was noted that the r-waves was slightly diminished. The lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm high-capture-threshold and low amplitude or poor morphology based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Also, dislodgement was not confirmed as visual inspection found no evidence to support this allegation. Further, no problem detected was selected based on analysis of the returned product. Analysis found no evidence of device defect or anomaly outside the bounds of normal medical use.